Event description:
During correction of device recall being performed by baxter, it was found that some of the baxter iq infusion pumps are unexpectedly turning off with very little movement of the pump when running on battery power. Slightly wiggling the battery module, or even picking the pump up can cause enough disturbance to turn the pump off entirely. Sometimes the pumps would turn back on right away and go to an "improper shutdown" screen with an audible alarm. Other times, it would turn back on as if the pump had been off and someone hit the power button, and would not alarm at all. On some occasions, the pumps would get stuck in between on and off with a blank white screen, and would not turn on until the battery module is touched again. We have videos of these occurrences, however the files are too large to attach to this report. They can be sent using whatever method the reviewer of this report would like. These pumps were not in use, however after noticing this for the first time, the technicians were alerted to keep an eye out for others with this issue. Of the last ~250 pumps that were handled, 5 display this issue. With baxter's help, we have ruled out the possibility of these pumps falling under baxter's urgent device correction issued on april 1, 2020 regarding pumps being able to turn off if there is corrosion of battery terminals, or stuck pins in the backplate as none of the 5 pumps being reported have any corrosion or stuck pins. Manufacturer response for infusion pump, baxter (per site reporter) baxter has requested we send them the 5 infusion pumps along with their batteries for investigation.